Manufacturer narrative:
Investigation conclusion: the investigation of the returned balloon microcatheter found the shaft broken proximal to balloon section of the device with the guidewire lumen stretched and damaged, which is consistent with the broken condition described in the reported event. However, no damage to the balloon membrane was observed and no onyx was observed on the exterior of the distal end of the device; therefore, the investigation could not verify that the device experienced the entrapment described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the shaft damage, but the damage is consistent with the device experiencing tensile forces that exceeded the strength of the catheter shaft.

Event description:
Please see section h11 for device investigation results.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that the physician embolized with onyx. After embolizing for 20-30 minutes, the procedure was done and the physician tried to remove the catheter after deflating the balloon. The catheter appeared stuck to the onyx. The physician pulled back with gentle pressure and locked the touey down. The physician did this a couple of times and then the catheter broke. They were able to go in with a snare and remove the part of the catheter left behind, verifying that nothing was left inside the patient before closing. There was no patient injury, and condition remained unchanged.